Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. Patient presented in clinic on (B)(6) 2019 and physician reprogrammed the device to resolve the issue. Patient was stable throughout event.